Event description:
It was reported that during a da vinci-assisted single site endometriosis resection and ovarian cystectomy surgical procedure, a single site fenestrated bipolar forceps (ss fbf) instrument stopped working during the endometriosis resection, and the jaws would not open or close. The ss fbf instrument was found intact upon initial inspection. The ss fbf instrument was in use for a couple of hours and did not collide with any instruments or hard objects. There was no unintuitive motion of the instrument or arms. The ss fbf instrument's wrist was straightened, and it was pulled out of cannula with noted resistance. After the instrument was pulled out of the cannula, the staff could see physical damage to the instrument and the surgeon saw multiple fragments inside of the body. It was confirmed that all fragments were removed by surgeon using a wristed needle driver instrument. No x-ray or other tests were performed. It was reported that there was a less than 15-minute delay while retrieving fragments and waiting for a backup instrument, resulting in an expected 2 ml of bleeding, which was controlled with cautery. The procedure was completed robotically. The patient was stable during the procedure and at discharge. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the initial customer reported complaint of "it stopped moving they think one of the pulleys quit working. It quit responding when they tried opening and closing it". The instrument was found with a broken clevis. Both clevis ears were missing and not returned. Material was missing, approximately 0.31¿ x 0.20¿ for one ear and 0.32"x 0.22" for the other ear. Further review of the instrument revealed that the push-pull rod broke at the cross pin interface. One of the fragments that was returned with the instrument was the cross pin and end cap assembly. The complaint mentioned that the instrument "quit responding when they tried opening and closing it", which is an expected outcome when the push pull rod breaks. Based on this information, it is likely that the push pull rod broke during the procedure, and the broken clevis likely occurred during a forceful removal of the instrument from the cannula. Common causes of a broken push pull rod are typically attributed to use. Damage from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. No further functional testing could be performed due to the physical damage at the distal end of the instrument. The grip assembly and other components were no longer secured at the distal end. This event is being reported due to the following conclusion: during a da vinci-assisted single site endometriosis resection and ovarian cystectomy procedure, the single site fenestrated bipolar forceps instrument broke and fragments fell inside the patient which were retrieved during the same procedure.